Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the axiem communication. Axiem dead, no power. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that there was a broken axiem. There was no patient present.